Event description:
Procedure: hand-assisted liver resection. According to the reporter: staples did not form properly but tissue was transected. The surgery was a "hand-assisted" procedure, so the surgeon was able to control bleeding by hand, but it was necessary to convert the procedure to open.

Manufacturer narrative:
(B) (4). (B) (4).